Manufacturer narrative:
An event regarding packaging issue (foreign matter) involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: examination of the white debris returned with the device was conducted by an advanced materials & processing specialist who indicated that the foreign debris did not originate from the uhmwpe acetabular liner (see ftir testing memo attached), however, this debris was not associated with the reported event. Additional photos of the device shows a black substance on the inner surface of the liner. Medical records received and evaluation: not performed as the event was discovered during distribution and therefore there was no patient or user involvement. Product history review: there were no reported discrepancies. Complaint history review: there have been no other events for the lot. Conclusion: photos provided confirms the event of foreign matter on the inner surface of the returned liner. When the product was returned, a white foreign debris was found in the returned package. The event did not state the color of the "loose flake" so examination of the returned white debris was conducted. Through additional testing, the composition of the debris could not be determined. The device was returned and shipped back in a glove and packaging so the source of the white debris cannot be determined. The sales rep provided photos after the return of the device and confirmed the reported event of the "loose flake" was the black material found on the inner surface of the liner. The complaint does not relate to the white debris. An nc was initiated on (B)(6) 2018 to further investigate the identified packaging nonconformance. The nc investigation concluded, packaging clean room state controls, in addition to the historical review suggest that this potential nonconformance is most likely a single event. If additional information becomes available, this investigation will be reopened.

Event description:
As reported: "while taking the implant out of the packaging the scrub tech stated that he saw something in the liner while still in the package. The item appeared to be a small loose flake. The small loose flake is included in the glove that contains the liner".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "while taking the implant out of the packaging the scrub tech stated that he saw something in the liner while still in the package. The item appeared to be a small loose flake. The small loose flake is included in the glove that contains the liner".